Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2016-09495. It was reported that the burr became stuck in rotawire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 330cm rotawire¿ and 1.50mm rotaburr were advanced to treat the target lesion. During procedure after ablation, the physician attempted to remove the burr from the patient; however it was noticed that it came in contact with the distal tip of the rotawire causing the wire to kink. Subsequently, the burr and the rotawire were removed together and the distal tip of the wire was cut outside the body. The procedure was completed with the same burr but with another of the same rotawire. No patient complications were reported and the patient¿s status is good.